Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter sleeve separated which resulted in blood leakage. The following information was provided by the initial reporter. The customer stated: ¿this is a report about sleeve separation of luer adapter (cat#367300). When blood samples were collected using bd's luer adapter and suh, nipro's winged needle, and terumo's tubes, the sleeve of the luer adapter was separated and the separated sleeve was trapped at the tube side, resulting in blood leakage inside the holder.¿

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter sleeve separated which resulted in blood leakage. The following information was provided by the initial reporter. The customer stated: ¿this is a report about sleeve separation of luer adapter (cat#367300). When blood samples were collected using bd's luer adapter and suh, nipro's winged needle, and terumo's tubes, the sleeve of the luer adapter was separated and the separated sleeve was trapped at the tube side, resulting in blood leakage inside the holder.¿

Manufacturer narrative:
H.6. Investigation summary: material #: 367300 lot/batch #: unknown bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve side piercing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.